Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the battery pack. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed kilovolt on, charger failure, and filament failure error messages. No patient injury was reported.